Event description:
While brushing my teeth, I felt something touch/scratch my tongue. I spit out the stuff in my mouth and I had pieces of my teeth in the sink. I had thought I felt the same thing a month or so prior, but swallowed too soon. I have missing pieces of my right side back teeth and this apparently was in the sink. Frequency: 3 times. Dates of use: (B)(6) 2011 - (B)(6) 2011.